Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, a jrny ii cr lkg fem imp bumper rt was discovered damaged. As this was noticed upon field inspection, there was not patient involvement. On visual inspection it was found that the device was broken.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is broken and has nicks and scratches, rendering it inoperable. The device shows signs of extensive use. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.